Event description:
It was reported that during an angioplasty procedure, the pta balloon allegedly found to be burst when the pressure was released. It was further reported that there was difficulty in retracting the balloon through the introducer sheath and the introducer sheath was removed away together. Reportedly, the balloon was removed out of the patient and though the balloon enlarged the skin wound, the surgeon did compression over the wound to stop bleeding. There was no reported patient injury.

Manufacturer narrative:
As the lot number for the device was provided, a review of the device history records is currently being performed. The device has not been returned to the manufacturer for evaluation. However, a photo was provided for review. The investigation of the reported event is currently underway. (Expiration date: 12/2025). The information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. Device not returned.

Manufacturer narrative:
H10: manufacturing review: a manufacturing review was not required as this is the only complaint reported to date for this product and lot. Investigation summary: the physical device was not returned for evaluation. One photo was reviewed. The photo shows the balloon catheter noted to be loaded within an unknown introducer sheath. The balloon was noted to have a break near the proximal end of the catheter which led to the exposure of the inner guide wire lumen. The balloon was noted to be bunched all together near the distal tip of the catheter. The introducer sheath is also noted to be deformed all along the length. No objective evidence of balloon rupture could be noted for the device's condition. No other anomalies noted. From the photo review, the balloon is noted to be stuck within the unknown sheath and the balloon was also noted to have broken from proximal and bunched to the distal end, exposing the inner guide wire lumen. Hence the investigation was confirmed the reported sheath removal difficulties and identified balloon break. No evidence of balloon rupture was noted, hence the investigation remains inconclusive for the reported balloon rupture. A definitive root cause for the reported balloon rupture, sheath removal difficulty and identified break could not be determined based upon the provided information. Labeling review: a review of product labeling documentation (e.g., procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. H10: d4 (expiry date: 12/2025), g3, h6 (device, method) h11: h6 (result, conclusion) h11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : device not returned

Event description:
It was reported that during an angioplasty procedure, the pta balloon allegedly found to be burst when the pressure was released. It was further reported that there was difficulty in retracting the balloon through the introducer sheath and the introducer sheath was removed away together. Reportedly, the balloon was removed out of the patient and though the balloon enlarged the skin wound, the surgeon did compression over the wound to stop bleeding. There was no reported patient injury.